Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction chipped adhesive on light guide lens was traced to component failure. However, the most probable cause of the foreign material at forceps elevator could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive around light guide lens, and foreign material at forceps elevator. There was no patient involvement.